Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The microswitch was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the bellows was not functioning during the preoperative checkout. There was no report of patient involvement.